Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to an unspecified product performance issue. The implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to an unspecified product performance issue. The implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported. Additional information received reported that this rv lead was revised due to out-of-range shock impedance measurements greater than 150 ohms. It was noted that the physician was not comfortable with lead extraction, and elected to surgically abandon and replace this lead. It was noted that this df1 lead was replaced with a df4 lead. As a result, the device was also explanted and replaced for normal battery depletion (nbd) and lead/header compatibility.